Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective stimulation from her scs system. An sjm rep met with the pt for reprogramming but was unable to achieve effective stimulation. Pt is consulting physician regarding possible surgical intervention to address the issue.